Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the universal handle tip broke while impacting into the alignment guide jig.